Manufacturer narrative:
H6: investigation summary customer returned three 0.3ml syringes. The syringes have had their needle shields and hubs separate from the barrels. The hubs have become lodged inside the shields. There is no damage to either the connectors at the distal tip of the barrels or their respective needle hubs. Additionally, it was observed that, when fully depressed, it was difficult to draw back the plunger. With sufficient force, the plunger would release from the top of the barrel of the syringe and could then be drawn back without extra effort. Upon inspection, it was noted that the stopper was raised, not sitting in its intended location at the distal tip of the plunger rod, but slightly disconnected from it. A review of the device history record was completed for batch # 0174596 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the plunger rod being difficult to move. Based on the samples received, bd was able to confirm the customer¿s indicated failure of needle hub separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that bd pet syringes, 0.3ml x 12mm u-40 the plunger rod was difficult to move and the hub separated from device. The following information was provided by the initial reporter: pet owner reported that the needle hub separated and was stuck inside of the shield. Also reported that the plunger rod is difficult to move.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd pet syringes, 0.3ml x 12mm u-40 the plunger rod was difficult to move and the hub separated from device. The following information was provided by the initial reporter: pet owner reported that the needle hub separated and was stuck inside of the shield. Also reported that the plunger rod is difficult to move.